Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted using a proglide device with a 6f sheath prior to a percutaneous transluminal coronary angioplasty procedure. Reportedly, when using the proglide device, the footplate did not retract. The device was removed with the foot open which damaged the artery. A bentley 10x37mm covered stent was used to treat the lesion and achieve hemostasis. There was a clinically significant delay in the procedure and therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: device status changed from returning to not returning. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a potential adverse event. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.